Manufacturer narrative:
Hdl calibration was last performed on (B)(6) 2023. Glucose calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the sample probe was degraded and replaced it, performed mechanical checks, and performed air purges. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The hdl reagent lot number is 653007. The expiration date was not provided. The gluc3 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 3rd generation and gluc3 glucose hk gen.3 results for 2 patient samples on a cobas 8000 cobas c 502 module. On (B)(6) 2023, the initial hdl result for sample 1 was 142 mg/dl. The doctor questioned the result and the sample was retested. An aliquot of the primary sample was repeated the next day and the repeat result was 65 mg/dl. The repeat result was deemed correct. On (B)(6) 2023, the initial glucose result for sample 2 was 15 mg/dl. The sample was auto-repeated and the result was 62 mg/dl. The result of 62 mg/dl was reported outside of the laboratory.